Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to no response from stimulation. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 13, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 6, 2022.